Event description:
Asku

Event description:
It was reported that the patient presented with the device programmed to vvi 65 after a dentist used an apex locator the previous day for a root canal. It was reported that the device experienced a power on reset during interrogation, was reprogrammed and reset again during the next interrogation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary analysis finding: battery depletion-normal. Performance data collected from the device was analyzed and found to have multiple power on resets recorded.